Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, message "reduce pressure on the blade" appeared when harmonic ace (ha) instrument was being used. After the site removed ha instrument outside the patient's body, the blade of the instrument was broken. Therefore, no fragment fell inside the patient. The customer used a backup instrument to continue with the planned procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.074" x 0.527" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding the broken instrument blade was confirmed by failure analysis.